Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the new lithium ultimate batteries only lasted about 3 days. Patient stated that there were no low battery warnings. Patient reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any low battery or replace battery warnings. The pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The investigation was unable to duplicate the reported power issue.